Event description:
Leksell gamma knife c 1-2 with mcu ver 4.0.0.6 improperly adjusted trolley for 4 m helmet caused jamming when helmet changer attempted to lock helmet. Lock did not fully engage. Helmet still could be raised.